Event description:
A customer reported to baxter product surveillance of a continu-flo 4-way stopcock, that had a defective connector, in which the tip itself was bowed and flattened. This incident occurred before use. There was no patient injury or medical intervention associated with this report. During device evaluation, this unit failed the functional test, finding a restricted flow that caused drips to not form properly. No additional information was available.

Manufacturer narrative:
(B)(4). An actual sample was received for evaluation. Visual and functional tests were performed and the reported condition was confirmed. During the visual inspection, it was observed that the two piece luer body was deformed. The unit had satisfactory results when it was evaluated with a pressure and clear passage test at 8psi. However, this unit failed the functional test since the drip was not formed properly. The reported condition was confirmed, however, it is unknown what may have caused it. A batch review was conducted and there were no deviations found during the manufacture of this lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor sample reports to determine if further actions are required.